Event description:
A pt reported experiencing inaccurate high results with a one touch basic meter. The pt's blood glucose results were 13.5 and 8.6 mmol/l. Tests were done within 20 mins. No further info has been reported.